Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of error 1310 was confirmed. The real-time clock (rtc) battery was replaced to resolve this issue. Visual inspection found the downstream occlusion (dso) seal to not pass visual inspection and need replacement. The dso sensor also had a chunk missing. The pump required a new motor, dso seal and dso sensor to pass functional and accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was showing service error, last error code 1310. Device evaluation revealed the downstream occlusion sensor had a chunk missing from the sensor. There was unknown patient involvement.